Manufacturer narrative:
This medwatch report is being voided as it is a duplicate of medwatch report # 2210968-2013-32383. Please see medwatch report # 2210968-2013-32383 for all information regarding this event.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a cesarean section procedure on an unknown date and suture was used. The patient developed an infection. Additional information was requested.